Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an acl surgery when the doctor was fixing the biosure, the biosure broke in contact with the patient, broken pieces were removed using tweezers. The procedure was completed with a backup device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 9x30mm biosure ha screw, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided. The screw broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Not preparing the insertion site with the proper prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.